Manufacturer narrative:
Results - scorpion brake.

Event description:
It was reported by service report that the brakes do not hold and a non-validated and non-standard power cord was being used. No patient involvement or adverse consequences are reported.